Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
Our (B)(4) affiliate received the following info from a pt on (B)(6) 2010. The pt was seen at (B)(6) eye clinic complaining of pain, redness and photophobia in the right eye (od) while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. The pt was diagnosed with a corneal ulcer od and was prescribed eye drops and was instructed to discontinue contact lens (cl) wear for 2 weeks. The pt was not in his/her local area and the pt was referred to his/her prescribing eye care professional (ecp) for follow-up care. The pt consulted with the prescribing ecp at (B)(6) eye clinic 2 to 3 days later and was diagnosed with a corneal ulcer and instructed to apply the eye drops prescribed by (B)(6) eye clinic, discontinue cl wear for "about a week" and was instructed to return to the clinic in a week. The pt returned to the monden clinic in mid-september, the pt was fully recovered at that time. The pt was wearing cl's without an issue at the time of the call. The pt agreed to provide written consent to contact the ecp for additional info. The pt's lenses are not available and the lot# is not known. The pt's ecp at (B)(6) eye clinic was contacted and an interview is scheduled for (B)(4) 2010. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.